Manufacturer narrative:
The investigation for the hypotension, access site bleed, arrhythmia, and anemia has been completed. No product was returned. Without the device nor sufficient clinical details, the root cause of anemia, hypotension, arrhythmia, and access site bleed could not be determined.

Event description:
The user facility reported that a 62 yr old female was implanted with a impella cp for support during a high risk cardiac procedure. It was reported patient received 7 left normal saline plus albumin, when bolus¿s stopped patient central venous pressure dropped and would not raise above 10. Patient gets hypotensive and suction alarms occurred. It was noted that there was continued oozing from groin site, appears to be impella related vs premature atrial contraction. Patient¿s hemoglobin dropped from 10.2 to 6.7. However 2 units of packed red blood cells were given. The impella was successfully weaned and explanted .

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.